Event description:
The customer reported a discrepant low potassium result when compared to repeat testing with a different sample type on the same instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer provided information for review. The investigation is ongoing. The cause of this event is unknown.

Manufacturer narrative:
The available information provided by the customer was reviewed; no instrument files were available for assessment. Based on the information provided, there was no evidence to suggest abnormal instrument performance. The customer is comparing two different sample types. While the epoc potassium measurement is intended for arterial and venous samples, potassium measurements may differ between arterial and venous whole blood samples due to physiological and pre-analytical factors. However, the cause of the reported discrepant potassium is indeterminate based on the available information. The certificate of analysis for the test card lot used on the device was reviewed and verified that the lot met all applicable specifications at the time of release. No systemic issues were identified based on the available information. The cause of the event is unknown.